Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards japan received information through its implant patient registry that a 21mm 11500aj valve was explanted after a duration of two (2) months and 9 days due to unknown reason. Another same model 21mm 11500aj valve was implanted in replacement. No information about device return at this moment. File will be updated. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, g3, g6, h2, h6 health effect - clinical code, device code(s), and type of investigation. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information through its implant patient registry and investigation, that a 21mm 11500aj valve was explanted prophylactically due to bacteremia and infection of aortic root and graft, after a duration of two (2) months and 9 days. The surgeon affirmed that there was no device dysfunction and the device did not cause or contribute to the event. There was no evidence of infection on the edwards device. The replacement device was a new 21mm 11500aj valve was performed. The explanted device was not returned for evaluation as it was discarded at the hospital. Type and source of infection was not reported. Patient initially underwent avr ((B)(6) 2024) with bentall procedure.